Event description:
Bone on bone worse on left knee [joint disorder nos]. Both knees are in extreme pain. Case narrative: initial information received on 16-jul-2019 regarding an unsolicited valid serious case received from a pharmacist from united states via health authority (FDA: mw5087337). This case involves an adult male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency experienced bone on bone worse on left knee and both knees were in extreme pain. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient also received synvisc one last year without side effects. On an unknown date, the patient received intra-articular hylan g-f 20, sodium hyaluronate, at an unknown dose and frequency (lot and indication - unknown). There will be no information available on the batch number for this case. On (B)(6) 2019, patient's both knees were in extreme pain, patient still felt like bone and bone worst on left knee. No numbing medication was used. Fluoroscopy was not used. Patient iced it in cycles for 8 hours. Patient was advised to inform his doctor about pain and to investigate what was injected. Patient also wanted to know the details of the syringe that was used. The events were assessed as medically significant. Action taken: not applicable. Patient had ice as corrective treatment. The patient outcome is reported as unknown for both events. A product technical complaint was initiated for synvisc one (lot: unknown) on 06-aug-2019 with global ptc number 59529. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation completion date was (B)(6) 2019. Additional information was received on 06-aug-2019. Global ptc number and ptc results were received and text was amended accordingly.

Event description:
Bone on bone worse on left knee [joint disorder nos]. Both knees are in extreme pain [knee pain]. Case narrative: initial information received on 16-jul-2019 regarding an unsolicited valid serious case received from a pharmacist from united states via health authority (FDA: mw5087337). This case involves an adult male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency experienced bone on bone worse on left knee and both knees were in extreme pain. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient also received synvisc one last year without side effects. On an unknown date, the patient received intra-articular hylan g-f 20, sodium hyaluronate, at an unknown dose and frequency (lot and indication - unknown). There will be no information available on the batch number for this case. On (B)(6) 2019, patient's both knees were in extreme pain, patient still felt like bone and bone worst on left knee. No numbing medication was used. Fluoroscopy was not used. Patient iced it in cycles for 8 hours. Patient was advised to inform his doctor about pain and to investigate what was injected. Patient also wanted to know the details of the syringe that was used. The events were assessed as medically significant. Final diagnosis was both knees are in extreme pain and bone on bone. Patient had ice as corrective treatment. The patient outcome is reported as unknown for both events. A pharmaceutical technical complaint was initiated with global ptc number 59529 and results pending for the same.